Event description:
In the process of contacting the patient to inform patient that generator may be nearing end of service, it was discovered that the patient had passed away. The cause of death is unknown at this time. It is unknown whether the ncp system was explanted. Attempts to obtain additional information have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns caused or contributed to the event.